Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing amplitude several days post-implant with no other notable changes. Several days later the patient complained of chest pain at which time rv amplitude could not be measured and loss of capture (loc) was observed subsequent to increased pacing thresholds. A CT scan was performed that confirmed lead perforation. The patient was transferred to an alternate facility wherein a thoracotomy procedure was performed. The lead helix could not be retracted and as such, the lead was explanted and replaced. The lead was disposed of following the procedure. No additional adverse patient effects were reported.